Event description:
Per journal article: "comparative anatomic and symptomatic recurrence outcomes of diaphragmatic suture cruroplasty versus biosynthetic mesh reinforcement in robotic hiatal and paraesophageal hernia repair". This article determined the impact of biosynthetic mesh (phasix st mesh) reinforcement compared to suture cruroplasty on anatomic and symptomatic hernia recurrence. It was reported that 503 patients were involved in this study who underwent robotic hh/peh repair (hiatal and paraesophageal hernia recurrence) between january 2012 and april 2024 in which 308 patients underwent biosynthetic mesh repair and 195 patients underwent suture-only repair. After the surgery, both groups demonstrated comparable improvements in symptoms. Gastroesophageal reflux disease symptoms and anatomic hernia recurrence were assessed at short-term (3 months to 1 year) and longer-term (more than 1 year) follow-up. It was reported that patients underwent clinical follow-up and barium swallow studies at 3, 6, 12, 24, and 60-months post-surgery, with additional follow-ups scheduled based on symptom recurrence. Short-term follow-up period was 3 months to 1 year and longer-term was 1 year or more. Short-term anatomic hernia recurrence rates were 11.8% and 15.6% for mesh and suture groups, respectively (p = 0.609). Longer-term hernia recurrence rates were 24.7% and 44.9% (p = 0.015). The rates of symptomatic hernia recurrence were 8.8% in biosynthetic mesh group and 14.6% in suture group in the short-term (p = 0.256). The rates of symptomatic hernia recurrence were 17.2% in biosynthetic mesh group and 42.2% in suture group in longer-term follow-ups (p = 0.003). It was concluded that in the repair of medium and large-size hernias, mesh reinforcement resulted in a 50.0% relative risk reduction in anatomic hernia recurrences and a 59.2% reduction in symptomatic hernia recurrences for more than 1-year of follow-up.

Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information provided is limited to the article. The article concluded that in the repair of medium and large-size hernias, mesh reinforcement resulted in a 50.0% relative risk reduction in anatomic hernia recurrences and a 59.2% reduction in symptomatic hernia recurrences for more than 1-year of follow-up. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (01-jan-2012) is provided as a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.